Event description:
During an egd, a 12mm (conmed) balloon dilation of the ge junction, was performed when the balloon ruptured and it caused a large laceration in the esophagus. FDA safety report ID# (B)(4).